Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with another manufacturer's cardiac resynchronization therapy defibrillator (crt-d), exhibited an asymptomatic pause in pacing of approximately four seconds. The episode was reviewed with another manufacturer's field representative and electromagnetic interference (emi) was suspected. However, the patient denied potential emi sources. The underlying rhythm was atrial fibrillation (af). Possible oversensing of the atrial arrhythmia was discussed, however it was unlikely as this was an isolated incident. The physician noted that all rv lead trends and performance had been normal during office checks and remote evaluations. Technical services (ts) recommended full device evaluation, isometrics, and pocket manipulations at the next in-clinic visit. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.